Manufacturer narrative:
Device is combination product. If implanted, give date: 2006. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post a stenting treatment procedure, stent thrombosis and myocardial infarction occurred. In 2006: a target lesion was identified in the mid left anterior descending coronary artery (lad). It was treated with placement of an unknown size taxus express2 stent. (B)(6) 2011: the patient presented with nausea and chest pain. Troponin levels were elevated (peaked at 640 units not provided) and a non-st elevation myocardial infarction was diagnosed. Cardiac catheterization revealed the stent in the mid lad had thrombosed and was closed off. This was treated with balloon angioplasty and a balloon pump was placed in the right femoral artery. It was noted that the patient had discontinued both plavix and aspirin 2 weeks earlier due to scheduled cataract surgery. It was also noted that at the time of the 2006 procedure, the patient's ejection fraction was 20-25%, but that it had improved to 45% after the 2006 stenting. However, following this event it is 20-25%. The patient was hospitalized for 7-10 days.